Manufacturer narrative:
Additional information: block b5 and h6 have been updated with the additional information. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the magnetic resonance imaging (MRI) showed that the hydrogel was in the rectal wall. No additional details were provided including the patient current state of health. ***additional information received on 27march2026*** based on updated data, the MRI assessment showed no evidence of hydrogel outside the perirectal space.

Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the magnetic resonance imaging (MRI) showed that the hydrogel was in the rectal wall. No additional details were provided including the patient current state of health.